Manufacturer narrative:
(B)(4) - if additional information becomes available, a follow up emdr will be submitted. (B)(4)

Event description:
Catheter valve slipped out of the catheter. The blue emergency slide clamp was slipped over the catheter by nurse / relatives immediately. Patients are doing well. On 08/23/2016- additional information: sales reports; a zip tie was placed on catheter, no damage or anomaly noted to safety valve (prior to disconnecting) , lot remains unknown.